Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was returned for analysis. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was fluid in the boot when received. Inspection of the device revealed that there were numerous kinks throughout the shaft. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline supply¿ error was displayed on the console; however, there were no leaks in the console. The shaft was cut to examine the hypotube underneath the shaft and the hypotube was found broken/fractured at one of the severe kinks 25.5cm distal of the strain relief. The fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4)

Event description:
Reportable based on device analysis completed on 21 february 2018. It was reported that there was a leak from the pump and an error message occurred. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in a right lower extremity vein. The catheter primed successfully, but after 10 seconds in power pulse mode, the catheter stopped working and a check saline supply message alerted. The physician reset the system several times, but this did bring back functionality of the catheter. A heavy leak was then noticed coming from the pump bag. The use of the catheter was discontinued and the procedure was completed with other same device. The patient's status was stable without any complications reported. However, device analysis revealed a broken hypotube.